Manufacturer narrative:
(B)(4). Reported information from the distributor: please be aware that due to this issue an MDR has been filed and the reference number is 1423395-2018-00048. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was trying to put the ligaclips on before removal of the gallbladder, the ligaclips misfired and fell into the surgical site. Reportedly, the surgeon was required to retrieve the misfired ligaclips from the patient and had to "pinch the ones he was trying to use with a grasper to make them work." The patient was under general anesthesia at the time of this incident. The customer states that the incident added approximately 15 minutes to the overall procedure time but that the patient did not require additional anesthesia. Another like device was used to complete the procedure. No impact to the patient, the patient¿s stability, or the patient¿s plan of care was reported. No serious injury, further medical intervention, or follow-up care reported.

Manufacturer narrative:
(B)(4). Batch # p94e9c. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. However, it is known from the history of the device that have the yielded jaws and handle post broken may lead to ejected clip. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the damage found on the handle post. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.